Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.5/+3.0/084 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged for a shorter length lens on (B)(6) 2023 due to excessive vault. This problem was resolved.

Manufacturer narrative:
Additional information: b5- updated to reflect an exchange. H6 health effect - impact code: changed to 4629. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.5/+3.0/084 into the patient's right eye (od) on (B)(6) 2023. Tthe lens was removed on (B)(6) 2023 due to excessive vault. That same day, the lens was replaced with a shorter length lens although it is unclear whether this was within the same procedure. The problem was resolved. Cause of event reported as unknown.